Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient received inappropriate anti tachycardia therapy (atp) for atrial arrhythmia. Programming changes were made to alter the supraventricular tachycardia discrimination. The patient's condition was unchanged. The patient was stable.